Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, the device was observed to be in back up mode. It was noted the patient was recently outside during a severe thunderstorm. Technical support was contacted and reprogramming was performed to resolve the event. The patient was stable.